Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 65 was a single occurrence and functioned as designed under normal alarm conditions. The fault was not reproducible during in-house testing and there was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being serviced at the distributor site, it displayed and error message (sf 65). This resulted in an audible alarm which notified the reporter of the fault. The device was not in use when the fault occurred, therefore, there was no patient involvement.